Manufacturer narrative:
The investigation is ongoing. H3 other text : device not returned.

Event description:
During a tavr procedure using a 26mm sapien 3 ultra resilia valve (inside of a pre-existing surgical valve), after balloon valve fracture (bvf) with a 26 tru balloon , a post dilation angiogram showed aortic insufficiency (ai) which was confirmed by transthoracic echocardiogram (tte). An additional cardiologist came in and tried some maneuvers to help see if the leaflets were pinned. A pigtail was used and crossed the valve, along with a long run of rapid pacing. Neither maneuver helped and the decision was made to implant another 26mm s3ur. Another delivery system and valve were prepped. The valve deployment was uneventful and post deployment tte and angiogram showed no ai.

Manufacturer narrative:
Correction to h6; type of investigation, investigation findings, investigation conclusion. The 26mm sapien 3 ultra resilia valve was not returned for examination. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the event. The following instructions for use (IFU) were reviewed: commander delivery system, device preparation training manual, procedural training manual, and supplemental (valve in valve) viv procedural training manual. Based on this review, no IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The reported event of deployed valve exhibits central regurgitation was unable to be confirmed. A review of DHR did not indicate any manufacturing nonconformances that could have contributed to the reported event. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, all sapien 3 ultra resilia valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instructions for use (IFU), central regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. Potential root causes for central regurgitation at the time of implant include valve malposition, slow recovery of blood flow, leaflet impingement due to calcification (for native landing zone), leaflet impingement due to guidewire, overinflation/ post-dilation, and under expansion. As reported, "during a tavr procedure using a 26mm sapien 3 ultra resilia valve (inside of a pre-existing surgical valve), after balloon valve fracture (bvf) with a 26 tru balloon, a post-dilation angiogram showed ai which was confirmed by tte". In this case, post-dilation was performed to fracture the pre-existing surgical valve, which could over-expand the valve and over-stretch on the leaflets resulting in suboptimal leaflets coaptation with central regurgitation. Per the training manual, central regurgitation is an associated risk of post-dilation. Available information suggests that procedural factors (post-dilation to fracture pre-existing surgical valve) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.